Event description:
It was reported to boston scientific that one of the jaws on the radial jaw 4 biopsy forceps was bent.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined.